Manufacturer narrative:
The event of lead migration was reported to abbott. X-ray images showed that the leads had completely migrated out of the epidural space and were wrapped around the patient's battery in the ipg pocket. A lead revision has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section d6b: date of explant is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01213 it was reported that patient experienced ineffective therapy. Increasing the strength of therapy was attempted; however, no stimulation could be felt. X-rays were taken and showed that both leads had completely migrated out of the epidural space into the ipg pocket and were wrapped around the ipg. Surgical intervention may be undertaken to address this issue.